Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been japan. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: it was initially reported that this was a malfunction for a suction loss while laser firing however, after the report was submitted it was clarified that the event occurred prior to the laser firing. Therefore, the event is no longer a reportable event and no additional information will be submitted.

Manufacturer narrative:
Info not provided. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient's eyes moved, and suction break of a patient interface (pi) occurred between suction and irradiation, so the pi was replaced at doctor's discretion. The surgery was then completed without any problems. There are no delays in surgery or health problems.